Event description:
Hcp reported shear in catheter. The device was explanted but not returned to the MFR for analysis. The catheter was replaced. A follow up report will be sent when additional info is received.